Manufacturer narrative:
(B)(4) .

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2024. On the evening of the event, the patient was not experiencing any symptoms of hypoglycemia, but the hypoglycemia alert continued to sound. The patient removed the sensor because it interfered with sleep, the sensor was reportedly on day 10 at the time. When the patient checked the sensor, he noticed that there was no wire. The patient went to the hospital on (B)(6) 2024 and there they performed an x-ray, it was found that a sensor wire of about 5 mm was retained in the body (the left upper arm). The patient consulted the dermatologist on (B)(6) 2024 to determine if the wire needed to be surgically removed. On (B)(6) 2024 it was reported that the surgery has been scheduled for(B)(6) 2024 to remove the missing sensor wire. The wire was surgically removed on (B)(6) 2024 and the patient was discharged the following day (the length of time at the facility less than or more than 24 hours is unknown). At the time of the report the patient had recovered. No additional patient or event information is available.

Event description:
It was reported that a broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damage was found. The allegation was confirmed. Customer complaint is confirmed due to sensor wire is broken. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - correction g6: type of report - updated/follow-up h2: type of follow up - correction/additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: medical device problem code - correction h6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.